Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties and subsequent treatment appear to be related to challenging anatomical conditions. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The additional prostyle device referenced in b5 is filed under separate medwatch report number.

Event description:
It was reported that this was an arteriotomy closure of a small-bore hole in the calcified and heavily scarred left common femoral artery using two prostyle devices after a diagnostic coronary angiography procedure. Reportedly, the experienced user had issues inserting the two prostyle devices. Both prostyle devices could not be inserted properly and were pulled out. A non-abbott device was used to achieve hemostasis.there was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.